Event description:
IV inserted without difficulty; blood flash obtained. Attempted to advance IV catheter without success, then attempted to "float catheter into vein and vein blew. "V" noted at end of catheter.